Manufacturer narrative:
(B)(4) the liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported undergoing surgery recently. Follow up with the patient's nurse indicated the patient had surgery to correct an incarcerated hernia. The nurse could not confirm or deny if the patient's peritoneal dialysis treatments caused or exacerbated the hernia. The clinic could not confirm the date the patient had the surgery or the date the patient was discharged from the hospital. The patient received in-center hemodialysis for 2.5 weeks and has since resumed peritoneal dialysis. Patient medical records were requested.